Event description:
Tip of screwdriver twisted off during tightening of a screw. A 1mm of the driver's tip remained in the locking screw. No attempt was made to remove it.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, a previous investigation found the cause may be due to excessive torque during off-angle locking. Design validation testing indicated that drivers failed at 200% of locking torque. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.